Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope had a cracked lens. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause was not identified, however, the probable cause of the malfunction would likely due the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.".